Event description:
It was reported that patient electronics device was overheating and the patient stated it was "so hot it almost caught fire". The unit was replaced and there were no injuries or adverse events reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.